Manufacturer narrative:
Corrected information provided in h.6., and h.11. Correction: on initial MDR the product code of a0201 was an error. It should have been a24 on the original MDR. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Follow up states sales rep. Informed that the mistake was not in customer service. Sales rep added that while she was on vacation, the customer contacted her coverage and there was a mix up. Hcp should have checked it. The root cause for the reported complaint appears to be a coincidental event that was related to implantation of an incorrect lens as the file states sales rep. Informed that the mistake was not in customer service. Based on this information, the device did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of the wrong intraocular lens was implanted. The lens was explanted in secondary procedure and replaced with company lens. Additional information has been requested.